Event description:
It was reported that the pt experienced an underdose; the catheter was blocked. A revision was being considered. The concentration and daily dose of baclofen being delivered via the pump were not reported.

Manufacturer narrative:
Results: used for the catheter.